Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and the display went blank. Blood glucose at the time of the incident was 134 mg/dl. The customer explained that the buttons had a delayed response, and they would start working after removing and reinserting the battery, but they were not responding at the time of the call. The customer mentioned receiving a battery out limit alarm because she left the battery out of the device for longer than 10 minutes. The customer stated she removed the battery overnight due to the keypad issue and the display returned when inserting a new battery, but the insulin pump alarmed unexpected retart. The customer was unable to clear the alarm. The insulin pump was not dropped or exposed to moisture and no damage or corrosion was found. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart or battery out limit alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.